Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube, which lead to a leak. The following information was provided by the initial reporter. The customer stated: while transporting a gold top tube to be processed in centrifuge, the tube fell from the cap and spilled.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 2/3/2022. H6: investigation: bd received six (6) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA #1875009.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced the stopper popping out of the tube, which lead to a leak. The following information was provided by the initial reporter. The customer stated: while transporting a gold top tube to be processed in centrifuge, the tube fell from the cap and spilled.